Manufacturer narrative:
It was reported that an olive wire broke during surgery resulting in the tip being implanted in the patient's bone. The case was successfully completed with no report of impact/injury or case delay. The olive wire is provided to customers within a sterile kit (sk14) and marked single use. The UDI referenced is for the sterile kit, sk14, that the product is distributed within. The device history records for the lot were reviewed and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. The device was not returned to the manufacturer for evaluation. The most likely cause cannot be determined with the information reported, however, it is possible the technique utilized on the device applied additional forces resulting in its breakage.

Event description:
It was reported that during a bunion procedure on (B)(6) 2020, an olive wire drill broke resulting in the tip being implanted in the patient's bone. The surgery was successfully completed. No delay or additional patient outcomes were reported.